Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7 yrs postop, this (B)(6) female patient came in three weeks ago to see surgeon on x-ray showed that the right femoral component has moved and went into flexion with significant wear to the insert. Component of loose and inflection and significant wear to the insert. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the of aseptic (non-infected) loosening of the femoral component, which damaged the bond between the implant and the bone and likely contributed to wear of the tibial insert. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Section d1: brand name. Section d4: model number, catalog number, expiration date, unique identifier (UDI) #. Section h4: device manufacture date.